Event description:
Patient on the 3rd floor of the ICU was receiving IV precedex 400 mcg in 100 ml. Infusion ordered at weight based dosing for (B)(6) kg. Infusion was started at 0000 and programmed to 26.1ml/hr (1 mcg/kg/hr.) To infuse over 4 hours. At 0200 pump started to alarm. Rn went in to assess the situation and found the bag of precedex was empty. Rn restored settings and confirmed with 2 other rns the settings of the pump were 1mcg/kg/hr at 26.1ml/hr. Infusion was completed in 2 hours. At 0300 the patient had a decrease in blood pressure. Doctor was notified, fluid bolus and levophed was ordered and started around 0400. Patient's blood pressure returned to normal limits by 0415. A copy of medwatch form was received, which states ¿patient was receiving IV precedex 400 mcg in 100 ml at weight based dosing for 104.3 kg through IV alaris pump the dose was set to 1 mcg/kg/hr at 26.1 ml/hr. A new bag was hung around 0000 on (B)(6) 2021. At 0200 pump started to alarm rn went in to assess the situation and found the bag of precedex was dry rn restored settings and confirmed with 2 other rns the settings of the pump were 1mcg/kg/hr at 26 1 ml/hr the pump malfunctioned and ran the drug in too quickly over 2 hours instead of 4 hours. At 0300 the patients bp became hypotensive and md was notified. Fluid bolus was given and levophed was started around 0400 patients bp came back up to normal limits by 0415. Alaris pcu (B)(4) alar is lvp (B)(4) FDA safety report ID# (B)(4)¿.

Manufacturer narrative:
Additional information: describe event or problem, FDA notified?, report source, report source other.

Event description:
Patient on the 3rd floor of the ICU was receiving IV precedex 400 mcg in 100 ml. Infusion ordered at weight based dosing for 104.3 kg. Infusion was started at 0000 and programmed to 26.1ml/hr (1 mcg/kg/hr.) To infuse over 4 hours. At 0200 pump started to alarm. Rn went in to assess the situation and found the bag of precedex was empty. Rn restored settings and confirmed with 2 other rns the settings of the pump were 1mcg/kg/hr at 26.1ml/hr. Infusion was completed in 2 hours. At 0300 the patient had a decrease in blood pressure. Doctor was notified, fluid bolus and levophed was ordered and started around 0400. Patient's blood pressure returned to normal limits by 0415.

Event description:
Patient on the 3rd floor of the ICU was receiving IV precedex 400 mcg in 100 ml. Infusion ordered at weight based dosing for (B)(6) kg. Infusion was started at 0000 and programmed to 26.1ml/hr (1 mcg/kg/hr.) To infuse over 4 hours. At 0200 pump started to alarm. Rn went in to assess the situation and found the bag of precedex was empty. Rn restored settings and confirmed with 2 other rns the settings of the pump were 1mcg/kg/hr at 26.1ml/hr. Infusion was completed in 2 hours. At 0300 the patient had a decrease in blood pressure. Doctor was notified, fluid bolus and levophed was ordered and started around 0400. Patient's blood pressure returned to normal limits by (B)(4).

Manufacturer narrative:
Bd technical support troubleshooting with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.